Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose readings on a continuous glucose monitor after prior issues with bent cannulas, with a recent cgm value of 40 mg/dl and treatment using oral glucose sources such as juice or glucose tablets; the user reported announcing meals as usual and not administering manual injections, and the reported device problem and component could not be specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the available information was insufficient to identify a device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.